Manufacturer narrative:
Device evaluation: analysis of the returned device identified, broken plug strap, creases fold, yellow particles outer device. Leak test and microscopic analysis was performed which identified, sharp broken on plug strap and opening crack. Based on the device analysis, the final assessment is: a cracked valve seat diaphragm valve. A sharp broken on plug strap assessed, as an unidentified (tear) opening.

Event description:
Additionally, healthcare professional reported, "particles in valve".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "textured implant" and deflation. Device has been explanted.